Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. A repeat vena caval injection showed the filter above the origin of the occluded left common iliac vein. Subsequently, the patient underwent placement of left common iliac vein stents and thrombolysis. Post filter deployment, on an unspecified date, CT revealed tilted orientation of the filter with some portions of the struts to be outside the inferior vena cava. It was also noted that the left iliac venous system including the indwelling stent was occluded. Approximately nine years later, patient was scheduled for filter removal. During the procedure, an eccentric filling defect was identified which was noted to be a chronic thrombus at the level of the filter and apex without significant luminal narrowing. The pre-existing retrievable ivc filter was in an infra renal position with mild left tilt of the apex. Several of the struts were observed to be extra luminal. The filter was attempted to be captured using a filter cone, snare and forceps but were unsuccessful. Eventually, the filter was removed using sheath and snare. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the filter using snare and forceps but were unsuccessful due to filter tilt and perforation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs, tilted and was difficult to retrieve. The device was removed percutaneously. It was further reported that a chronic thrombus was found at the level of the filter and apex. The current status of the patient is unknown.